Manufacturer narrative:
It was reported that the unit was cleaned, and subsequently tested by the medical technical engineer at the hospital, who was unable to reproduce the problem. The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. We were also unable to confirm the report that the bolus setting was changing spontaneously. The display, membrane switch, and bolus setting were all evaluated and found to be functioning properly; the unit performed according to specification. As fluid contamination can cause issues with the membrane switch/cpu board interface, the operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual also instructs the user to check the unit seals every six months. Without the ability to reproduce the reported problem, a root cause could not be determined. It was reported that there was no injury to the patient. A review of past complaints indicates that no trend has been identified for this type of issue. Belmont will continue to monitor, and trend similar reports of this nature, and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility that the bolus setting of a rapid infuser, ri-2 was changing spontaneously during a case. There was no injury to the patient as a result of the incident. The medical technical engineer at the hospital subsequently tested the ri-2, and was unable to reproduce the problem.